Event description:
It was reported that the leads had high impedances.

Manufacturer narrative:
Block b3: exact date unknown, event occurred march or april of 2026 prior to the date the manufacturer became aware.